Event description:
Materials manager reports leakage is occurring at the male end of the tubing that goes into the IV cannula during patient use. There was no reported patient injury or medical intervention. Although requested, no additional information is available.

Manufacturer narrative:
Initially, the device was listed as unavailable as it was still in use. However, during follow up the customer stated that the sample was discarded and will not be returned for evaluation. A batch review cannot be conducted, as the customer was not able to provide a lot number. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.